Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or expose wires) has been confirmed. Upon investigation, the belt was unable to complete incoming functionality testing. The root cause for the failure was the electrode belt trunk cable was cut. The root cause for the cut cable could not be positively identified. There was no adverse event that resulted from the damaged belt.